Manufacturer narrative:
(B)(4). Concomitant medical products: g7 screw # item 010000999 lot 2955334, g7 screw # item 010000999 lot 2955334, g7 screw # item 010000998 lot 2955317, g7 neutral e1 liner # item 010000848 lot 2921354, biolox delta option ceramic head 32mm # item 650-1056 lot 302950, biolox option taper adapter -3 neck # item 650-1065 lot 711130, taperloc complete micro femoral stem # item 51-149050 lot 2931661. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-06667, 0001825034-2018-06668 and 0001825034-2018-06670. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision procedure due to loosening, instability and implant fracture. X-ray review stated that there is progressive loosening and rotational malalignment of the acetabular component and some of the screws may be fractured. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.